Event description:
It was reported that the patient experienced unspecified issues with a sling device. A surgical procedure was performed in which a new artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experience recurring incontinence leading to the procedure. The sling was not removed. The patient did not experience any further adverse events. No more information available at the moment. Should additional information become available, it will be provided.